Manufacturer narrative:
The device involved has not yet been returned for investigation. Risk management files were reviewed and no new risks were identified. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Device was explanted. No further information is available.

Manufacturer narrative:
The device was returned for investigation on 10/8/24. Based on the inspection of the retrieved m6-c, in conjunction with the clinical data and images provided, the device had failed mechanically at the time of removal. There was some evidence of collapse; however, the sheath remained present between the endplates, with some fiber visibly protruding, but the core not present between the endplates, nor was it submitted for inspection. Destructive examination of the inner surfaces of the device is needed to examine the integrity of the fiber construct and the condition of the inner surfaces. A pre-revision radiographs were not provided, it is unknown if bony changes had occurred. Therefore, while this device had likely collapsed as reported at the time of removal, the cause was unclear. Rmf 0003 rev 39 line 12.42 - excessive height loss/disc collapse: < 1mm between endplates leading to surgical/major intervention, with explantation, involving patient with only a single level m6-c rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was alleged that a m6-c device was collapsed. No revision is planned at this time. Additional information provided reported a patient who received an m6-c in 2018 showed up with severe neck pain.

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, the device had failed mechanically at the time of removal, at approximately 9 years post-op. The endplates were in contact with evidence of in vivo polishing wear and metal staining visible on the bony ongrowth that remained on the outer surfaces, there was evidence of in vivo impingement and abrasive damage to the sheath, the majority of the fiber construct was not present, and the core was severely deformed with 77% of the initial mass not present; however, without interim radiographs, it was not possible to determine the sequelae of events that contributed to this failure. Further, with no clinical information, histopathology, or microbiology, it is unknown if infection was present and/or contributed to the removal of this device. Rmf 0003 rev 38 line 12.75 - device explanted. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications.

Event description:
Device was returned for investigation.